Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that it felt like something had moved at the ins site and felt a sharp pain. The patient reported that she sat down for a while and when she got up she could still feel the pain. The patient reported that it felt like the ins may have moved and also like she pulled a stitch or something, but patient no longer had stitches. The patient reported that she could physically feel the ins and felt it move. The patient reported that after implant surgery the ins site was a little swollen from surgery and patient couldn¿t feel ins but now she could because most of the swelling was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.